Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for influenza a. The same sample was retested on an unknown platform which yielded a negative result for all targets. No harm or injury indicated. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although requested, data and batch lot number was not provided by the customer. There is no evidence suggesting that smoking/vaping impacts pcr-based covid/flu detection from nasopharyngeal/nasal swabs. Although the root cause is unknown, it is likely that the discrepant result was due to the sample being at the limit of detection. Samples near the limit of detection (lod) of the assay are expected to receive inconsistent results from run-to-run. (B)(4).